Manufacturer narrative:
Device analysis report attached. This report is submitted on may 12, 2022.

Event description:
Per the clinic, the patient experienced cholesteatoma and infection at implant site (date not reported) and subsequently was treated with oral, IV and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.